Manufacturer narrative:
(B)(6).

Event description:
The customer reported alarms were not being transmitted from bed to bed ((B)(6)). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.